Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2014 and suture was used. During the procedure, the needle broke at the swage when making a suture through subdermal tissue. The broken tiny needle piece remained in the body and was not retrieved. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that the cracked fragment at the swage has yet to be found. After the procedure, x-ray image was performed and there was no fragment confirmed in the patient. Conclusion: actual sample was returned for evaluation. Visual inspection was performed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The fracture surfaces were examined and revealed integranular fractures. This represents a brittle fracture. The sample failed re-shape testing.